Event description:
It was reported that, "the surgeon commented that patient was unstable. He removed cup, liner and head."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 01-3210, lot 3 62965301, description: lfit morse taper head; cat # unk, lot # unk, description: unknown 50mm psl omnifit cup. It cannot be determined which, if any of these devices may have caused or contributed to the patient's event.